Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on available information, a cause of the reported tissue injury was due to challenging anatomy. The reported patient effect of tissue injury as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the leaflet damage requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Challenging anatomy (posterior flail) was noted. One clip was successfully implanted. A second clip delivery system (cds) was advanced and placed medial to the first clip. Before deployment, a small perforation in the posterior mitral leaflet (pml) was noted near the clip arm. The clip was deployed and an amplatzer was placed as treatment for the perforation. The procedure was completed with the mr reduced to <1. There was no clinically significant delay in the procedure and no adverse patient sequela. No additional information was provided.